Event description:
Distributor received information that during the implant procedure of an implantable pulse generator (ipg), one of the sets screws was "frozen down". The physician was unable to loosen the setscrew and elected not to implant the ipg. The model lead was severed to remove the ipg. A malfunction MDR was submitted on the ipg on 12/12/94.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.